Manufacturer narrative:
Device is a combination product. Complainant name: the second sand island branch of guangdong provincial hospital (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis with no manifold/hub therefore the catheter serial/batch number could not be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple slight kinks along several locations of the hypotube shaft. A hypotube break was noted 997mm proximal to the distal edge of the device tip and a section of the hypotube and the strain relief/manifold hub proximal of the break site were not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. As part of the analysis, an attempt was made to deploy the stent; the inflation device was verified at rated burst pressure (rbp). Note encore inflation device was verified before and after use and an inflation fluid at 37degrees celsius was used to inflate the balloon. Due to hypotube break and no hub, the encore inflation device could not be directly attached to the device. An inflation aid was attached directly to the hypotube break site and the encore inflation device was attached to inflation aid. Positive pressure was applied and the balloon inflated and the stent expanded and was deployed with no issues. The balloon deflated within 7seconds, this measurement is within balloon deflation time specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that balloon inflation failure and shaft kink occurred. The stenosed target lesion was located in the left anterior descending (lad) artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. While attempting to inflate the balloon, it could not be inflated and the shaft was noted to be kinked. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.